Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's glucose values were different on the receiver compared to their phone. No additional patient or event information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.